Event description:
The patient contacted animas on (B)(6) 2012. During the call the patient mentioned being hospitalized for hypoglycemia while using insulin injections. The patient reported being off the pump for 2 months due to an issue with the battery cap not staying on the pump. The patient indicated that the battery cap was stripped and small pieces of plastic were seen around the battery compartment. The patient reported noticing the issue approximately 3 months earlier but the patient was in and out of the hospital and was unable to call. This report is made based on the indication that the patient was hospitalized after discontinuing pump therapy related to a battery cap issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This event occurred after the patient disconnected from the animas pump and resumed a backup treatment plan. The complaint is being attributed in part to use error due to the indication from the patient that the battery cap issue occured 3 months prior and the patient did not contact animas to report the damage or to replace the battery cap. No conclusions can be made at this time.